Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. Customer's blood glucose value was 180 mg/dl. Replacement cable and adapter were sent to customer.